Manufacturer narrative:
Additional information has been received regarding the notify and aware date change which was not included in the initial report. So, the correct notify and aware date is 21-dec-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding insulin pump had defective retainer ring from the attorney of the family. The information received to medtronic on (B)(6) 2021. Customer stated that the insulin pump failed to delivered proper amount of insulin. Customer also stated they had visited to paramedics due to hypoglycemia. Customer also suffered from lost consciousness and psychotic episode that injured his wife. The insulin pump will be returned for the further analysis. The reservoir will not return for the analysis.